Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed, and the reported complaint was not confirmed . The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. An electric continuity test was performed and passed. The instrument was fully functional. No product issue was identified. The instrument passed energy delivery. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument could not be cauterized. The customer used a backup mbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument operated as expected during the last procedure usage. The instrument did not exhibit any unintended energy discharge. The instrument did not involve in any inadvertent contact with another hard object or instrument. No damage was reported with the instrument after the completion of the procedure.